Event description:
Five reports of backing of adhesive on drape is folded onto itself allowing styrofoam sheet to stick to adhesive. This is part of a cardiac cath pack. This requires drape to be discarded and replaced before the case can begin. Dates of use: (B)(6) 2015.